Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler. The incident occurred in (B)(6). The livanova field service representative inspected the device and addressed the fault back to the yellow plug of the valve block of the cardioplegia bridge. The plug and the o-ring were replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system was leaking water from the cardioplegia circuit. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.